Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an increase in bladder symptoms. They used to wear a light pad, but new wear a big thick pad. The patient was wearing two pads and urinated. That was not the first time it happened at work when they were cooking. It also happened when they went to get out of the car. They checked the device and did not know if a button was pushed down in their purse. They were on p3 and it showed them on p4. They could not get the check mark back in p3. They are at p4 at 2.1v and said that it seemed better. They were planning to set up an appointment with their hcp to have the battery checked. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for if the event had been resolved, the patient reported that they had an appointment on (B)(6) 2020 for a physical with their health care physician (hcp) office. There were no further complications reported.